Manufacturer narrative:
User manual pn 1125085 page 26 provides the following recommendation: "joystick erratic or does not respond as desired. Then it could be an electrical malfunction which requires the consumer to contact their dealer or invacare for service." The consumer contacted the dealer regarding the joystick per instructions and the dealer determined that the joystick cable was pinched at the arm positioning bolt. In addition, page 27 provides an indicator chart so that when there are 7 flashes there is a remote fault with the joystick and a service check to make sure joystick is connected properly is needed. The consumer did not state that the indicator flashed. The joystick cable and connector are located under the top shroud of the wheel chair. Instructions for removing and installing the joystick are on page 72. "Note: for this procedure, refer to figure 12.1 on page 72. Removing: disconnect the joystick. Refer to disconnecting/connecting the joystick on page 74. Cut the tie/wraps that secure the joystick cable to the arm. Loosen the adjustment lock lever to release the joystick mounting tube from the mounting bracket. Refer to figure 12.1 on page 72. Remove the joystick and joystick mounting tube from the mounting bracket. Installing: slide joystick mounting tube through the mounting bracket to the desired position. Tighten the adjustment lock lever to secure the joystick mounting tube to the mounting bracket on the other arm. Tie/wrap the joystick cable to the arm as shown in figure 12.1 on page 72. Connect the joystick. Refer to disconnecting/connecting the joystick on page 74. There are four tie wraps for the joystick cable. Three are located along the joystick mounting tube [supporting the joystick] and one tie warp is at the base of the vertical standard arm [supporting the arm support tube]. It is unknown how many of the tie wraps were in place when the dealer found the pinched cable. It is unknown how many times the joystick has been serviced or if the consumer altered the chair by re-routing the cable in any way.

Event description:
The dealer alleges the joystick cable became pinched between the arm positioning bolt and caused pressure. This resulted in the wire allegedly fraying and wires being exposed and smoked.